Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus high definition lcd monitor was going blank whenever the doctor went to release the image from the cv-160 imager. According to the initial reporter, the monitor would go black for approximately 2-3 seconds. Reportedly, this event had occurred in multiple procedures (specific number of times was not provided, though it was requested). The customer did confirm that in every procedure, whether it was a screening or a diagnostic case, the procedure was completed using the subject device, albeit with a small delay. Customer went on to confirm that this failure never caused any patient harm. Please see MDR with patient identifier (B)(6) for the capturing of the other unknown number of incidents.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the device troubleshooting efforts and based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. Technical assistance center (tac) spoke with the customer to troubleshoot the reported event. The customer received a new compatible adapter cable. Once the new cable was connected to the monitor properly, the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the temporary loss of image was due to the customer using a non-compatible cable with the cv-160 device. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental is being submitted to provide troubleshooting information omitted on the initial report. Customer called into the technical assistance center (tac) to troubleshoot the event. The customer had a video and s-video connected to the monitor. The rgb cables are not connected and not possible. Tac informed the customer that they will need to get an rgb converter cable. Tac found a possible part number that may be compatible with cv-160 but further validation is needed. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
This report is being submitted to capture a corrected related complaint file identifier. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
In the initial reported, the related complaint file number was inadvertently transposed when added to the file. Originally, the related file was identified as report with patient identifier "(B)(6)" however, the correct related report number is "(B)(6).